Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Correction - type of report - 'follow-up' should have been selected in manufacturer report number 2938836-2019-01878.